Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer declined to load a new cartridge, and will continue using current cartridge. There was no adverse impact to the customer's blood glucose level.